Event description:
This notification is being reviewed due to a user of a philips CPAP device with an allegation of the coating of the power cord peeled off, and the inside core can be seen. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.